Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the implantable neurostimulator for the patient's lower back is not working since yesterday (B)(6) 2020. The patient (pt) reported the controller is showing message: "settings not available cannot provide desired settings" screen. The patient stated that he got out of the car yesterday (B)(6) 2020 and he felt "the biggest jolt in his back" and then he stopped feeling stimulation and saw the message on the controller when he tried to connect. Pt stated that there were no circumstances that led to the event. Further troubleshooting was unable to be performed. The patient was redirected to their healthcare provider to further address the issue.